Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath and bradycardia approximately two weeks post implant. The right ventricular (rv) lead exhibited no capture, was noted to be sensing atrial activity and was suspected to have dislodged. The lead was revised the following day. One day later the lead exhibited loss of capture again and was reprogrammed. Eventually the lead was repositioned again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that symptoms of shortness of breath reoccurred and that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The rv lead was reprogrammed. Two days later the lead was capped and replaced.